Event description:
It was reported that high capture threshold, r wave amplitude variation, and far p wave oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed visually. The device was reprogrammed and the rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold, r wave amplitude variation, and far p wave oversensing. Lead damage was suspected but not confirmed visually. The device was reprogrammed due to the event and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.